Event description:
A low reading with the adc device was reported. A family member that the customer received an unspecified low result from the adc meter compared to an unknown result from a healthcare professional meter. It was further reported that the customer experienced blurred vision and was seen at a hospital where they were hospitalized (duration unknown) and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported meter.

Event description:
A low reading with the adc device was reported. A family member that the customer received an unspecified low result from the adc meter compared to an unknown result from a healthcare professional meter. It was further reported that the customer experienced blurred vision and was seen at a hospital where they were hospitalized (duration unknown) and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the meter and no issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing was performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading with the adc device was reported. A family member that the customer received an unspecified low result from the adc meter compared to an unknown result from a healthcare professional meter. It was further reported that the customer experienced blurred vision and was seen at a hospital where they were hospitalized (duration unknown) and received unspecified treatment. There was no report of death or permanent impairment associated with this event.